Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent the concurrent procedures of lavh/bso, bilateral uterosacral ligament colpopexy, and cystoscopy during mesh implantation. It was reported that the patient underwent a CT scan on (B)(6) 2003 and impression was a left renal calculus. It was reported that the patient underwent a CT scan on (B)(6) 2003 and impression was a non-obstructing left renal stone. It was reported that the patient underwent mesh removal on (B)(6) 2005 due to erosion.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh revision/removal on (B)(6) 2005. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Reason for surgery: urinary incontinence. It was reported that following insertion the patient experienced complete incontinence, pain during intercourse, mesh eroded through and damaged patient¿s urethra, scarring internally, incontinence during intercourse, permanent damage to urethra and vagina & depression. It was reported that the patient underwent insertion of transvaginal mesh, repair/reconstruction of urethral damage and rectal prolapse repair in (B)(6) 2006.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.